Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument and completed the device evaluation. The instrument was analyzed and found to have a broken grip cable at the force amplification pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier instrument stopped working. Clip was loaded and when the clip applier instrument was fired, cables came off during the procedure and made the instrument unusable. There were no collisions, no dropping of the instruments, and no mishandling. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: at the time of event, the clip did not become dislodged from the instrument and fall into patient. The type of clip used was medium/large green teleflex 544230. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use. The event occurred on the second clip application attempt. The customer used another instrument to resolve the issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The related medium-large clip applier instrument was found to have one broken grip cable at the proximal end in the housing. The grip cable was broken near the backend pulleys. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The clamping pulleys did not exhibit signs of corrosion/residue that would have contributed to the broken cable.